Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was­­­­­­­­­ a incisional hernia, multiple. The procedure performed was open incisional hernia repair with mesh. Three years ago - the patient underwent a procedure for multiple recurrent hernia repairs with sandwich repair mesh. The pre-operative and post-operative diagnosis was a multiple recurrent incisional hernias. The patient has had a recurrence and adhesions.